Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) was delivered but didn't convert the rhythm, shock was able to convert but the patient went back to atrial fibrillation (af). Later on, the device was unable to be interrogated. The device remains in service. No additional adverse patient effects were reported.